Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is based on our knowledge of the product, information and photograph provided by the hospital. Results: the photograph revealed a longitudinal crack on the plastic base leg, under the column footing. A lot check revealed no other complaint of this type for lot number 070205. Conclusion: based on the photograph, the crack damage to the leg base region of the cosycot infant warmer is known to occur when the unit has been overloaded. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. An aluminium metal base has been sent to the hospital for replacement.

Event description:
A hospital in (B)(6) reported that the elevator base leg of an iw934 cosycot infant warmer was cracked. No further information surrounding the failure was provided. No patient consequence was reported.